Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A review of the manufacturing records for the device could not be conducted. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. Final imaging show successful resolution of the pseudoaneurysm and endoleak. The root cause of the type iiid endoleak could not be established with the available information, including review of clinical imaging. Cause of the reported event cannot be established based on evaluation of the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api. Which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date, approximately (B)(6) years ago, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was implanted in the mesenteric artery, during a fenestrated endovascular aortic repair procedure. On (B)(6) 2023, during a routine computed tomography surveillance, a type iiid endoleak was identified. The vbx device appeared to be torn in the middle of the device, but the distal and proximal ends intact. And a pseudoaneurysm was also identified, at the distal the end of the vbx device. The physician obtained brachial access with an 8fr sheath. Using an advantage glide wire the physician crossed the disrupted stent. And the pseudoaneurysm and an 8mm x 15cm gore® viabahn® endoprosthesis was deployed to reline the disrupted vbx device. Additional coverage was needed. And a 9mm x 59mm vbx device was delivered and deployed with 2-3cm of overlap. A completion angiogram showed no leak. The patient did not experience any adverse consequences.